Manufacturer narrative:
B5- originally this claim was determined to be reportable, but upon further review it was determined to not meet the definition of a complaint, the implantable collamer lens was never implanted into the patients eye. However, the claim cannot be voided as an MDR has already been submitted. The reported implantable lens was not used. Claim# (B)(4).

Event description:
The reporter indicated that an implantable collamer lens was implanted into the patient's left eye (os). A planned lens removal and replacement for an unknown reason was reported. Lens remains implanted. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
D6a:unknown. Claim#: (B)(4).